Event description:
The intended procedure was diagnostic and was completed with no delay, using another device of unknown model/serial number.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a worn out connector block, causing an unsecured connection to the scope was found. In addition, worn pins were found inside the video connector, causing an unstable image. Browning on both lamps, a & b was also during evaluation.

Event description:
Olympus received a report from the user facility that the video connector was no functioning. The problem, as reported to olympus, was found on preparation for use for a procedure. The intended procedure is unknown. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the likely causes are as follows: 1.) Due to the age of the device, it's likely that the connector pin of the video connector receiver was worn due to long term repeated use. Due to the wear of the pin on the video connector, the image transfer of the video processor and the scope may not be carried out normally, and the image may become unstable. 2.) Worn battery: associated with the age of the device. 3.) The lamp is brown: associated with the age of the device.